Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products, device manufacture date.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the 10x magnification revealed that the fracture was located at the distal tip of the device. The other end of the distal tip of the device that broke off was not returned. It is possible that unintended forces experienced by device led to a fracture of the distal tip of the device. Inserter shaft was received as concomitant device. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional analysis was performed and was within required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the distal tip of the device fracturing cannot be positively determined. However it is possible that unintended forces experienced by device led to a fracture of the distal tip of the device. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that the device broke during the clamping no clinical consequence.